Manufacturer narrative:
(B)(4) it has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The customer stated: neuro sponge pack contained 9ea instead of 10. This was reported on the kit, neuro craniotomy pack. Neither patient injury nor medical intervention has been reported. Our customer has indicated that sample is not available.